Event description:
Information received by medtronic indicated that the customer reported communication issue with pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
S/w version: unknown. Retainer ring = black. The pump was returned for unable to upload pump onto carelink found on (B)(6), 2022. Unit received with a frozen display with flashing medtronic logo. Reset the pump three times to determine flashing medtronic logo is permanent and it was confirmed flashing medtronic logo permanent. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to frozen display anomaly. ¿pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Unable to download pump's history and trace files using thump due to frozen display anomaly. Swapped pcba 2 with test pcba 2 and unit powered up properly after battery installation. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Unable to upload pump onto carelink was unable to be confirmed due to frozen display (flashing medtronic logo). Frozen display (flashing medtronic logo) confirmed, problem isolated to the pcba 2 board. Unable to download pump's history and trace files using thump due to frozen display anomaly. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.